Event description:
On (B)(6) 2025 a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2025 the patient's tubing was unable to be mobilized. On (B)(6) 2025 during a nurse visit, the tubing was unable to be mobilized. Additional information received on (B)(6) 2025 from a field nurse who reported that a buried bumper was diagnosed and the entire tubing system was removed. The patient was on oral (parkinson disease) medication and new tubing will be placed once the stoma heals.

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062912. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. A buried bumper is a known complication of a peg tube placement. Health effect clinical code of e2402 was chosen to capture the event of buried bumper. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.